Event description:
Customer reported a past high blood glucose event, with the specific value displayed as "high". The customer resolved the issue by administering a correction injection using multiple daily injections. Control iq feature was active during the event. Customer experiences frequent high blood glucose levels and was referred for additional assistance.